Manufacturer narrative:
Batch review performed on 16-may-2018. Other device involved: myknee femur bone model - right - sterile. Lot 62463k: (B)(4) items manufactured and released on 20-may-2018. Expiration date: 2018-08-29. No anomalies found related to the problem. Both cutting block and femur bone model involved in this case are of the lot 62463k. Analysis performed from the medacta mysolution department on the 27th april 2018: our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
The cuts on the myknee femur block left the femur about 10-15 degrees more in valgus despite of the planned 3 degrees. There was even a noticeable valgus on the femur bone model. The surgery was completed with several re cuts of the distal femur and the patient was left in 1 degree of valgus.